Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the tack did not penetrate the tissue as expected and the device did not fire tacks as expected. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, when tacker was being applied to mesh to fixate over the inguinal region, tack did not fixate deeply into the tissue as it usually would. It fired half way into the tissue. The surgeon removed partially adhered tack and re-fired. The handle of the tacker appeared jammed and surgeon could not fire any more tacks from the device. Another device was opened and used to complete fixation. There was no patient injury.